Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation, the cable connecting the rear te to the distribution node (dn) and the cable connecting ECG c and d was pulled from strain relief and the rear pulse wires were not soldered together inside the distribution node. The cause of the failure was the rear pulse wires were not soldered together inside the distribution node. The cause of the detached pulse wires inside the distribution node was due to pulled cables. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.